Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, both ts deployed simultaneously. The procedure was completed using a back-up device. It is unknown if there was any delay. No patient complications were reported.

Manufacturer narrative:
H2: additional information on d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.